Event description:
Inbound. (B)(6), patient's mother reported a no disposable clamp tubing alarm while patient was at school 3 weeks ago, stated she switched to new cassette which resolved issue. Cadd legacy pump sn number sent to patient (B)(4) and (B)(4). No further details provided.